Manufacturer narrative:
Additional information: h6: (health effect clinical code 4)- e0804. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Allergic reaction, conjunctivitis, decreased/impaired vision, and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Allergic reaction, conjunctivitis, decreased/impaired vision, and inflammation are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) trabecular microbypass stent system in conjunction with an intracameral implant procedure, the patient presented approximately three (3) weeks postoperatively with a possible allergic reaction. Through follow-up, the following additional information was received. The surgeon reported an uneventful cataract surgery with intraocular lens (iol) implantation, and an intracameral implant procedure in conjunction with a trabecular microbypass stent system procedure. Per report, the patient presented postoperatively with an allergic reaction, light sensitivity, redness, asymptomatic anterior chamber cell, and conjunctival hyperemia, which was treated with a steroid medication taper. Additionally per report, the intracameral implant was explanted, and the redness, light sensitivity, and conjunctival hyperemia resolved with the anterior chamber cell "resolving". The patient's current status was noted as "doing well" and "very happy" with a good prognosis.